Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: when the firing knob was broken, did any pieces fall into the patient? There's no product fell into the patient. If yes, were they retrieved? Will all pieces be returned with the device? No, because the customer is hiv positive therefore, all the products are discarded for safety measure. If no, were they discarded? They were discarded as above rationale.

Event description:
It was reported the during a bowel resection procedure, when fire 5th reload the device was broken (firing knob). There were no patient consequences reported.